Event description:
Same case as mfg#: 2134265-2010-02943. It was reported that during a stenting treatment procedure, removal difficulties were encountered. Vascular access was obtained through a contralateral approach. The lesion was a short stenotic segment and was located in a 65% calcified and mildly tortuous common iliac artery. The sentinol self-expanding nitinol vascular stent system was advanced to the target lesion over an unspecified zip wire, however upon attempting to withdraw the zip wire from the catheter, resistance was encountered and the catheter moved from the 'proper location'. The sentinol stent system was removed together with the zip wire without incident. It was noted that the zip wire was stuck inside the catheter lumen and part of the catheter shaft was damaged. 'It looked like an aneurysm in the stent catheter. The procedure was completed with a different device. No patient complications were reported. The patient's status was reported as 'good.'

Event description:
It was reported that during a robotic prostatectomy procedure, during the first firing of the device there were malformed staples in the middle of the staple line, they were u shaped. There were b formed staples at the distal and proximal ends of the staple line. Suture was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.